Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate finger sticks. Rptr's results were 115 and 144 mg/dl. Rptr did not have any symptoms. On followup, the rptr indicated an accurate test technique, but did not verify that rptr checks confirmation dot when testing. Rptr cleans meter on a regular basis, and did a control solution test with results that were in range. No harm was alleged.